Manufacturer narrative:
Results: brake cam.

Event description:
It was reported by service report that the unit could not be pumped up all the way and the head end brakes would not hold. It is unknown if there was patient involvement, however, no adverse consequences are reported.